Event description:
The following information was reported to gore: on (B)(6) 2023, this patient underwent an endovascular treatment for an abdominal aortic aneurysm using gore® excluder® conformable aaa endoprosthesis with active control system (excc device) and gore® excluder® aaa endoprosthesis (two contralateral leg components; left plc181000j, right plc201200j). After placement of all the planned devices, blood flow in the dorsalis pedis artery was not detected by a laser doppler flowmetry, but blood flow was confirmed by an angiography. Therefore, the physician judged that there was no problem and concluded the initial procedure. On an unknown date, a follow-up CT scan showed occlusion of the right contralateral leg component. Also, it was confirmed that the proximal end of the left contralateral leg component was placed at 2 cm proximal to the long marker of excc device and covered the proximal end of right-side contralateral leg. Reportedly, this malposition of the left-side contralateral leg was considered as the cause of occlusion. On (B)(6) 2023, a reintervention was performed. A femorofemoral arterial bypass was constructed. The patient tolerated the procedure. The reporting physician commented as follows: based on imaging, the cause was confirmed that the left-side contralateral leg was placed too proximal due to misreading the radiopaque marker on angiogram. Therefore, this is considered as a technical problem during the initial procedure. (B)(4) is opened to capture an unintentional coverage of the right internal iliac artery during the initial procedure.

Manufacturer narrative:
H6: code c19-a review of the manufacturing records indicated the lot met all pre-release manufacturing specifications. As the device was not accessible, the product history review (phr) review was the extend of the investigation. No device problem was found per review of these records. H6: code c20 - the device remains implanted and, therefore, was not available for direct analysis by gore. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.